Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked screen that prevented use, and a replacement device was provided while the patient relied on backup therapy with blood glucose reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health status or medical care utilization. Investigation included customer communication and retrieval of the reported device. Investigation of this device revealed a damaged display component consistent with physical damage, with no indication of device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.